Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object in air water cylinder (a/w cylinder), foreign object in air water tube (a/w tube) and foreign object in connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.